Event description:
It was reported that the patient experienced a low glucose event during strenuous labor while using an infusion set and cartridge with a cannula, did not disconnect the infusion set for exercise, and treated the event with approximately 15 g of oral carbohydrate after a continuous glucose reading of 67 mg/dl. Symptoms included hypoglycemia without reported associated complaints. Outcomes included an initial selection of no health consequences or impact, which was later requested to be removed, and the event required medication in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect procedure related to failure to follow instructions for exercise management. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.